Manufacturer narrative:
All buttons functioning properly. No damage and unlocked lcd keypad connector during visual inspection noted. Device display properly. No missing segment or partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window, cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had unexplained no delivery alarm and blue/purple rainbow on the screen. The insulin pump had a declined battery life and rejected new battery. It was also reported that the buttons icon had worn off and the insulin pump had scratches on the screen. The device will not be returned for analysis.